Event description:
Patient was revised because the patellar femoral joint was overstuffed.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lot provided since its respective release for distribution. Although the exact root cause could not be determined, information provided in the initial report suggests that the implant size chosen for the initial surgery did not achieve the desired results. Based on the investigation the need for corrective action was not indicated depuy considers the investigation closed at this time. Should the product and/or additional info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.